Event description:
The clinician reports the implant was inserted 2024-04-25 in ada 6. On 2024-07-25, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.